Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant on the right side, and 375cc mentor memorygel breast implant on the left side, and experienced bilateral breast implant rupture, and bilateral capsular contracture; baker grade ii postoperatively. As a result, the patient underwent bilateral explantation and replacement surgery on (B)(6) 2022. Catalog numbers 3503251bc 3503751bc were ordered as replacement devices for the surgery. This medwatch report is for the patient¿s left-sided device.

Event description:
It was reported that a (B)(6) white female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant on the right side, and 375cc mentor memorygel breast implant on the left side, and experienced bilateral breast implant rupture, and bilateral capsular contracture; baker grade ii postoperatively. As a result, the patient underwent bilateral explantation and replacement surgery on (B)(6) 2022. Catalog numbers 3503251bc 3503751bc were ordered as replacement devices for the surgery. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).